Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via fluoroscopy, externalized conductors were observed. No electrical anomalies were noted. The lead remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that ventricular fibrillation episodes were observed on the egm due to lead noise. Further testing on the lead was recommended. The patient was asymptomatic and did not receive any inappropriate therapies.

Event description:
Additional information received indicated that the asymptomatic patient presented for a lead replacement procedure. The patient did not handle anesthesia well, and the procedure was postponed. The lead remains implanted.

Event description:
Additional information received indicated that shortly after an induction of anesthesia, the patient¿s blood pressure fell to an unstable level. The patient was pronounced deceased after multiple episodes of cardiac arrest and was coded multiple times. There is no known allegation from a health professional that suggests the death was related to the device.